Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the upper lip. An hour later, the patient allegedly experienced shortness of breath, itchiness in the arms. Neck, stomach, and had a rash all over her body. She also developed swelling which started in her mouth. The patient was treated with corticosteroids and benadryl.